Manufacturer narrative:
One used device was returned for investigation. The device was visually inspected and no physical damage on the set, however an unknown black contamination was observed on the drip chamber wall and base. The drip chamber was cut open, and it was noted the particulates were embedded, these were located outside the fluid path. This condition is consistencies with burn material during molding process at drip chamber. The complaint could be confirmed, and a root cause was a supplier molding issue. A device history review (DHR) could not be conducted because no lot numbers were identified. D9 - date returned to mfg: 12/1/2025.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Event description:
An incident occurred on unspecified date involving a 73" (186 cm) 20 drop admin set w/15 micron filter, clave, rotating luer reported that device have a black dot in drip chamber. There was unknown patient involvement and unknown harm/adverse event reported.